Event description:
Upon receipt of the device, the service repair technician (srt) reported that a new program disk-on chip, version (B)(4) failed (an out-of-box failure). The reported issue occurred after installing the new disk-on chip (doc) component on the lan interface (if) board. During power up the screen would not boot up. There was no patient involvement.

Manufacturer narrative:
The reported complaint was confirmed by the service repair technician (srt). The srt replaced the program disk-on chip component and the unit was brought to manufacturers specifications and returned to the clinical use. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.